Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the thermogard console (sn (B)(4)) setup for the treatment of the patient with the heatstroke, the console sounded the alarm after power on and the screen was blank. The patient was catheterized for the treatment, however, the console issue could not be cleared. The loaner console (sn (B)(4)) was used and the console also sounded the alarm after power on and the screen was blank. In addition, the customer tested the console (sn (B)(4)) on multiple outlets in the hospital, and the same issue occurred again. The patient's treatment was continued using blanketrol. Per the reporter, the patient is not doing well and has a poor neurological outcome, however, the patient's condition is not related to the thermogard console as both consoles were not used for treatment. No further information was provided. See MFR 3010617000-2021-00693, (B)(4), for thermogard console sn (B)(4).

Manufacturer narrative:
The thermogard console (sn (B)(6) was evaluated at the azm service depot. The reported complaint of a blank display panel screen and a beeping tone was not confirmed during the analysis of the event logs and functional testing. No device malfunction was found, and the thermogard console functioned as intended. The probable cause of the reported intermittent issue was likely due to the power voltage fluctuation from the hospital outlets. During the visual inspection, there was no physical damage observed on the console. The event log review showed no significant discrepancies. The thermogard console passed all functional tests. The thermogard console performed within the specification without any fault or error.